Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer stated that the blood glucose reading was over 600 mg/dl at the time of hospitalization. Customer stated that she was using one of the recalled reservoirs and it may have contributed to the high blood glucose. Customer stated that when she is trying to rewind/prime the insulin pump stop the process and start over again. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked reservoir tube lip and case near display window corners. Motor passed the motor test, no motor anomaly noted. Please see also MFR report number 3004209178-2014-80847.